Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-jan-2022 to 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system orders were not crossed over. A technical support specialist connected to the server and stated that the reported issue could not be reproduced since the order was purged after 14 days. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system had two instances of emergency room patient needing a levophed drip in which only the levophed ampule came across the device but the d5 bag did not. The customer added that the patient had to wait to get the needed emergent medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system had two instances of emergency room patient needing a levophed drip in which only the levophed ampule came across the device but the d5 bag did not. The customer added that the patient had to wait to get the needed emergent medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced since the order was purged after 14 days.